Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 547 mg/dl at the time of incident. The customer stated that she had been treating the blood glucose with the insulin pump. The customer stated that she does not have a back-up plan and only have the insulin pump but it was not delivering insulin. The customer stated that there was a no delivery alarm during priming. The customer was unable to perform plunger push due to unavailability of the plunger. The customer was advised to change the set and call back. The insulin pump will not be returned for analysis.